Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. During the investigation, the iabc central lumen was noted broken within the flex-tip assembly near the iabc distal tip, which caused blood to enter the helium pathway. The iabc bladder membrane was fully intact, with no leaks noted. The root cause of the complaint is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the catheter worked normally after implantation, but then the pump gave an alarm "possible helium loss" (3). When the nurse handled the fault, she found blood return in the helium pipeline, so she immediately stopped the machine and withdrew the catheter. As a result, a new catheter was used. There was no report of patient complications, serious injury or death. During inspection by the nurse, it was found that the central cavity of the catheter was broken causing blood to enter the balloon.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter worked normally after implantation, but then the pump gave an alarm "possible helium loss" (3). When the nurse handled the fault, she found blood return in the helium pipeline, so she immediately stopped the machine and withdrew the catheter. As a result, a new catheter was used. There was no report of patient complications, serious injury or death. During inspection by the nurse, it was found that the central cavity of the catheter was broken causing blood to enter the balloon.